Manufacturer narrative:
The referenced 2016 pump exchange was reported under medwatch MFR report #2916596-2016-01289. The referenced chronic driveline infection was reported under medwatch MFR report #2916596-2017-00602. (B)(4). Approximate age of device ¿ 8 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. On (B)(6) 2017, the patient was admitted to the hospital with shortness of breath, mild weight gain, and dark urine. The patient's lactate dehydrogenase level was 1433 u/l and the inr was 1.8 with a target goal of 2-2.5. The patient was started on heparin and a pump exchange was performed on (B)(6) 2017 due to suspected device thrombosis. The patient also has had a persistent driveline infection since (B)(6) 2016.

Manufacturer narrative:
The pump was returned assembled with the driveline severed approximately 13 inches from the pump housing. The severed portion of the driveline was not returned. The sealed inflow conduit was not returned. The sealed outflow graft, bend relief, and bend relief collar were not returned. The evaluation of the pump did not confirm the presence of the suspected thrombus inside the device. No depositions were identified and a correlation between the device and the reported elevated lactate dehydrogenase levels could not be conclusively determined. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.